Manufacturer narrative:
Initial and final MDR 1879852 - device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states . On 15-april-2024, it was reported by the patient that five infusions set cannula was found bent after 3 hours of insertion. Infusion set was placed in abdomen. High blood glucose level was 350 mg/dl. Patient replaced the infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.